Manufacturer narrative:
If explanted; give date: not applicable; lens remains implanted. Device evaluation: the lens remains implanted; therefore, a product investigation was not possible. The customer's reported complaint could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaint has been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implant of the intraocular lens (iol), a fiber was noted. The fiber was removed and the lens remains implanted. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.